Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: additional manufacturer narrative: e1: the reporter¿s facility name and address were not provided. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that threads were damaged/cross threaded, and the plastic piece broke off. This event did not happen in surgery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, it was reported that threads were damaged. Plastic piece broke off. This event did not happen in surgery. The product returned to depuy synthes for evaluation. Visual analysis revealed that the tip of the baseplate inserter rod was cross-threaded. However, no signs of breakage were identified. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces, such as, overtightening, off-axis impacts, prying motions and heavy usage. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional test was unable to be performed due to the post-manufacturing damage. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the baseplate inserter rod would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.